Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20071; related manufacturer reference number: 2017865-2021-20072. It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right atrial (ra), right ventricular (rv) and left ventricular (lv) lead all were over-sensing noise during an unrelated back surgery causing mode switches. The patient was asymptomatic. No changes were made.